Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information, the complaint can be confirmed for vessel occlusion since a surgical intervention was required to treat the patient. It was mentioned that the angioseal device was used even though calcification was noted instead of a perclose device. The likely root cause of the issue could be due to the presence of calcification in the vessel. Sufficient information is provided in the IFU addressing the precautions and care in case of occurrence of this event. The IFU instructions reproduced above provide ''warnings'' to the user regarding collagen deposition into the artery. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date -unknown due to unknown lot number. UDI - unknown due to unknown lot number . Explanted date - device was not explanted. Device manufacture date -unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a vessel occlusion occurred with the involved angio-seal device due to collagen that slipped into the vessel. The patient was being treated for a (sfa) superficial femoral artery with a 6 fr parent via a retrograde approach. Then, hemostasis was successfully achieved using the angio-seal device. After the patient was returned to the patient's room, the patient complained of pain at the puncture site. When the puncture site was checked, the collagen was found to be slipped into the vessel. As the collagen occluded the vessel, a cutting balloon was used. The collagen was successfully removed, which resulted in recanalization. After that, the patient has no noticeable symptoms. The patient has dialysis and calcification was noted. The physician used the angio-seal device instead of a perclose proglide closure device (abbott) because the physician thought that the angio-seal device would work for this case. This might have caused the event. The patient recovered and has no noticeable symptoms. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. An ultrasound was performed to diagnose the vascular insufficiency. There was obstruction to the blood flow.